Event description:
I had prk laser eye correction in (B)(6) of 2006. After a long recovery period, I was able to enjoy my vision for approximately 18 months. After the 18 months, I started to experience visual regression that qualified for an enhancement in my left eye. Currently I'm back to wearing glasses with the rx: od sphere -050 cylinder -025 and os sphere -025 cylinder -050. Even with the aid of glasses, I'm unable to get a full correction in my left eye. I also experience halos, dry eyes, difficulty with night vision and blurred vision.